Event description:
Distributor reported the cable started on fire in the operating room near the location where it is connected to the esu. Upon inquiry the hospital contact stated it did not continue to burn after the power from the esu was interrupted via the foot pedal. No damage or injury was reported.